Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that first she changed some setting and programs but it didn¿t help much. The patient reported that a manufacturer¿s representative checked the implant and determined that the implant would need to be taken out, fixed and then re-implanted. The patient reported that the re-implantation would take place on (B)(6) 2017. The patient reported that the change in the implant was likely due to a recent car wreck.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that all of a sudden stimulation increased and started to make the patient's big toe go numb. The patient stated that she adjusted the settings and immediately felt better, but now the patient is having bladder symptoms. The patient stated that she has tried all her different programs and while the high stim and toe numbness resolved the patient is having bladder symptoms. The patient stated that she was in a motor vehicle accident in may and wanted to know if this could be the cause of the patient's issues. The patient was advised to follow-up with her healthcare provider (hcp) in order to have the ins checked. Patient status is unknown at the time of this report.